Event description:
It was reported that during thoracoscopic lung resection, when the scrub nurse prepared echelon3000+slr, the slr was attached, but the jaws did not open despite several attempts to release the slr. The clamping motion was clearly stiffer than usual, and the handle did not fully return to the home position. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4).date sent: 7/13/2026.d4: batch (B)(4).additional information was requested, and the following was obtained:1. If the home button was pressed, did the knife fully return to its home position? (B)(4).2. If the jaws could not be opened, how was the device removed? The jaws did not clamp the patient's tissue and there is no information how the jaws opened.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device lot/batch number, a99718, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.